Event description:
Approximately three months and two weeks post heartware lvad implantation, it was reported by the site that the patient experienced an electrical fault alarm. A heartware® field engineer performed a visual inspection which revealed contamination within the driveline connector. The field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller signs of contamination; functional testing revealed that the device performed per specifications. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in a corrective action, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.